Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the this right atrial (ra) lead was surgically abandoned due to erosion. No additional adverse patient effects were reported. This lead is not expected for return as it remains implanted.

Event description:
It was reported that the this right atrial (ra) lead was surgically abandoned due to erosion. No additional adverse patient effects were reported. This lead is not expected for return as it remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.